Event description:
The healthcare provider (hcp, worker at patient's residence) reported, in relation to the patient implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor, that communication could not be established with the patient programmer (pp). The patient was not feeling stimulation. No falls/trauma or emi were related. The hcp had tried different rooms and patient positions with no success; they could not communicate. The pp was beeping 10 times and then showed poor communication. It was noted that the patient was implanted the day prior to this report. It was found the day of this report that the patient could not feel stimulation. The pp was used and that's when it wouldn't communicate. The hcp believed the implantable neurostimulator (ins) stopped working. The patient was redirected to their managing hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.